Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident. The customer also stated that the insulin pump had no delivery alarms and a motor error. Customer reports the drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test. The motor was tested outside the device and passed. The test reservoir was able to lock in place.